Event description:
The customer reported the unit had a blank display.

Manufacturer narrative:
The customer reported the unit had a blank display. The unit was evaluated by a philips rep. The reported symptom was duplicated. Replacing the power and control pca resolved the reported issue. Based on the available info, we could not determine the cause since multiple pcas were replaced.